Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer inspected all circuit board connections and reseated without resolution, noticed all light emitting diode indicators were on except for one red indicator for the door controller for 4-1 and replaced the drawer controller, but the issue persisted due to a faulty connection between the retractor band and the control module board. The control module board was replaced, resolving the issue, and the retractor band was confirmed to be in good condition and reconfigured the drawer. Drawer 4.2 had a failed cubie that did not register closure and repeatedly prompted for refilling, despite multiple correction attempts with a witness. The cubie was removed and replaced to resolve the issue. General cleaning and inspection were also done on unit. The fse verified all connection cables were in good sound condition and not hung up behind the unit or in the casters. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nursing stated that the drawer had been making a clicking sound. After a reboot and recovery attempt, the drawer opened but the cubies did not. On the next recovery attempt, the cubies were marked as not detected on the bus, and the drawer would not open, displaying a message to contact support. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.